Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿kinked tubing". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[warnings]. Method for use: do not inflate the balloon in the urethra. [The urethra may be injured.]. Do not pull the catheter hard. [The bladder/urethra may be injured.]. Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]. [Contraindications] method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]. Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]. Applicable patients: patients with known allergy to silver coated catheter.". The device was not returned.

Event description:
It was reported that the inlet tube of the drain bag was rippling and the flow of the urine was poor. Per follow up information received via ibc on 06-jul-2022, stated that the intel tube was defective and the customer complained against the rippling inlet tube which caused poor urine flow.